Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The batteries were replaced by a getinge service territory manager (stm) during this pm cycle as a precaution. Re-education in the cath lab was done. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the battery failed during transport from the cath lab to ems. As the device was transported to another hospital and did not return for a week, the status of the battery charge was not determined when it left the cath lab. It is unknown if a patient was involved; however no adverse event was reported.